Event description:
It was reported while using bd vacutainer® sst¿, 600 tubes exhibited poor separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1000 samples for investigation. Out of these, 30 returned samples underwent visual inspection for gel defects, and none failed inspection. Complaints for sample quality are under statistical control for the month of september 2025. However, further testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer return and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 600 tubes exhibited poor separation. No adverse impact was reported regarding the patient or user.